Event description:
While testing the defibrillator, the user found that there was no output. There was no harm done to any pt. Tests indicated that the problem was caused by a shorted igbt (q5), and an open resistor (r26) on assembly 591327, and an open relay (k2) on assembly 590342.. Analysis indicated that the damage may have been caused by a poor solder joint on a transistor (q2) on assembly 591327. The event is not occurring more frequently or with greater severity than is usual for the device.